Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version#: 2.1.0. H6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. H6) a0709 - intermittently tracking a0908 - alleged inaccuracy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that this system experienced issues with optical instruments intermittently not tracking. The imaging systems used in this case has reportedly been re-calibrated and ruled out as the issue. Length of delay unknown. No impact on patient outcome. It was additionally noted that there were 4 cases recently in which screws were misplaced. Additional information was not provided.

Manufacturer narrative:
H3: analysis was performed for product: 9735740, software version: 2.1.0. It was reported that per the information that was already reported previously, the inaccuracy was caused by physical damage to the spheres specifically, scratches that occurred due to contact with a screwdriver. These scratches affected the surface quality of the spheres, making them difficult or impossible for the camera to detect accurately. Based on the information provided, this did not appear to be software related. Already reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the screwdriver ended up scratching the spheres which caused the inaccuracy. The camera could then not see them due to this.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.